Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device delivered a shock and anti-tachycardia pacing (atp) which accelerated the rhythm and converted the arrhythmia. Technical services (ts) reviewed and stated that the presenting electrogram (egm) showed device was operating as programmed. This device currently remains in service. No adverse patient effects were reported.